Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (comm log), and indicates: probable root cause: 1. Checked the zero voltage with multimeter, no abnormality was observed in the fire zero voltage. 2. The energy equipment did not use the same power source with l9000 light source, excluded failure was caused by energy equipment. 3. 2 month later after placed device to leave enough space for heat dissipation, no failure reported from hospital. Suspected the failure was caused by insufficient heat dissipation space which lead to overheating protection resulted in restart. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.